Event description:
It was reported that generator revision surgery was performed, due to the generator at end of svc. The explanted generator was returned to the MFR for analysis. Prod analysis revealed that a transistor was found to exhibit an out-of-limit (higher) leakage current. This condition could potentially be a contributing factor to the generator's end of svc status.